Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose levels at the time remained between 54-500 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.